Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09nov2020.

Event description:
The customer reported a low leak occlusion error. The device was in clinical use however no harm was noted. The customer advised no significant errors in the logs and they were unable to duplicate the issue. The customer ran a full pvt and everything passed. The remote service engineer advised if anything was wrong with unit the error will show up when running a full performance verification testing. As no error was found, the case was closed.